Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the recipient was reimplanted with a new cochlear device within the same surgery. This report is submitted on june 16, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.